Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions, bulge, recurrence, mesh torn at midpoint, and fistula. Post-operative patient treatment included revision surgery, diagnostic laparoscopy, lysis of adhesions, hernia repair with new mesh, excess sac removed, partial removal of mesh, and small bowel resection.